Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beep tones. Additional information was received that this device was explanted due to elective replacement indicator (eri). Premature battery depletion was suspected.